Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported migration (partial clip movement) per the account was due to the fragility of the valve and is therefore related to patient conditions. Additionally, unspecified tissue injury and recurrent mitral valve insufficiency/regurgitation appear to be due to the migration. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+ and posterior prolapse. It was noted a pascal device was previously implanted. Two clips (xtw and xt) were implanted, reducing mr to a grade of 2+. On (B)(6) 2024, the patient returned to the hospital for a follow up appointment. Here it was observed the mr had increased to a grade of 3-4. Therefore, the physician decided to performed a mitral valve replacement (mvr) procedure. During the procedure, it was observed the xtw clip was barely attached to the leaflets resulting in tissue damage. It was noted the xt clip was still stable on both leaflets.